Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "patella resurfacing and tibial bearing poly swap". Spoke to rep, while performing a primary patellar implant, surgeon decided to revise the 8-9 year old liner. Nothing beyond natural wear was noted, there are no allegations against the device. Rep reported that x-rays, medical records, and additional information are not available.